Manufacturer narrative:
Device analysis the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device lot number was not recorded and could not be obtained. (B)(4). Discarded by facility.

Event description:
It was identified that during a peripheral orbital atherectomy procedure, a type c dissection occurred. The event was identified by a third party vendor, core lab. Core lab reviewed all procedural angiograms as part of a csi clinical trial. There were multiple lesions located in the iliac arteries, superficial femoral artery (sfa) and common femoral artery (cfa). The physician used a 7fr introducer sheath and a terumo guide wire to access the lesion. The terumo guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed atherectomy using the oad and successfully treated the cfa and sfa. The physician removed the csi oad and advanced a silverhawk atherectomy device into the patient. Additional atherectomy was performed, followed-up with balloon angioplasty and stent deployment. No complications were noted during the procedure and the patient status remained stable throughout. Follow-up review by core lab identified a type c dissection; however, no complications were noted by the treating physician during the procedure. The core lab angiogram evaluation was reviewed by csi for potential adverse events on 29 april 2016.